Event description:
Same case as: 2030404-2011-00284, 2030404-2011-00283 and 3005188751-2011-00195. It was reported that at the end of three hour atrial fibrillation ablation (af) procedure, a cardiac tamponade was detected. A swartz braided introducer, therapy cool flax catheter, an agilis introducer, a inquiry steerable catheter and a non-sjm catheter were inserted into the pt. During the procedure, the left pulmonary veins were isolated and the roof and anterior lines were ablated using the therapy cool flex catheter. At the end of the procedure, the pt's blood pressure was lower than usual and a cardiac tamponade was noted. A pericardiocentesis was performed to resolve the tamponade with no further intervention required.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.